Manufacturer narrative:
(B)(6) 2011 evaluation summary: two root causes emerged during the analysis. The inflation lumen inside the silicone boot was out of specification which led to a kink to the inflation lumen causing occlusion and was not detected by (B)(4) (3rd party vendor). Additionally, a test escape occurred during the testing process at edwards (B)(4). The issue was communicated to (B)(4) on (B)(6) 2011. (B)(4) logged the event into their complaint handling system (B)(4). The test escape at edwards (B)(4) was addressed through refresher training performed on (B)(6) 2011. A product risk assessment was initiated to track this issue and will determine the need for a corrective action. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated evaluation: evaluation was revised on (B)(6) 2011. The root cause was clarified by edwards engineering. The root cause was attributed to the inflation lumen/boot assembly having been pressed onto the stopcock assembly too far which restricted flow through the inflation lumen. It could not be determined how the inflation lumen/boot assembly was pressed too far onto the stopcock assembly.

Manufacturer narrative:
Balloon unable to deflate. Initial manufacturer evaluation; the report of the balloon on the (B)(4) device unable to deflate was replicated at edwards (B)(4) with the returned device, however, it should be noted that the balloon was not inflated when the device was received at edwards (B)(4). The evaluation of the (B)(4) device revealed that the white stopcock was inserted onto the balloon inflation lumen too far causing the inflation lumen to become kinked. The kink was such that if the syringe was pushed with sufficient force, the balloon would inflate but would prevent the balloon from readily deflating when stopcock was opened to standard atmospheric pressure. The device is purchased from a vendor with the stopcock connected to the lumen via a press-fit. Edwards utah performs leak and flow testing of each device prior to packaging. The white stopcock was removed from the device and the balloon deflated rapidly. The lumen was patent. The stopcock was re-connected to the lumen and ¼ ml of water was introduced with a syringe and the balloon filled normally and deflated normally. The kinked inflation lumen was not detected during the testing of the product because a syringe is used to inflate and deflate the balloon with air. If the device had been used during a procedure by an experienced physician, the balloon could have been deflated by removal of the stopcock or by cutting the inflation lumen. It should be noted that the inflation lumen was not occluded by any particulate or foreign material; the lumen was kinked as described above.

Event description:
Reportedly, small balloon is defective and unable to use, "the doctor blew up the balloon and it would not deflate". It was before the case and the device was never used in the patient. No patient injury reported.